Event description:
On (B) (6)2009, the pt was implanted with a scs system. On (B) (6)2010, it was reported that the pt experienced skin erosion at the lead placement site, and it had become uncomfortable for the pt. On (B) (6)2010, the doctor decided to remove the system. There was some oozing at the site and the pt was placed on oral antibiotics. As of (B) (6)2010, the pt is currently doing well.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was visually inspected and found to be incomplete. The lead appeared discolored and a cut was noted 17cm away from the terminal end of the lead. Functional testing can not be performed on a incomplete lead. Conclusion: the reported complaint could not be confirmed. As received, the lead was returned incomplete. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.